Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not confirm the reported event. There was no abnormality when connecting and operating according to the instruction manual. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that during an unspecified therapeutic procedure, the smoke evacuation function was activated, and the pneumoperitoneum pressure decreased, even though the smoke exhaust function was not operated by the foot switch. After the air was sent again and the pressure was released, the procedure was continued and successfully completed using the subject device. There was no patient or user injury reported due to the event. The phenomenon reportedly occurred several times. Additional details were requested regarding the reported events; however, no further information has been provided. This report is for the smoke evacuation foot switch that was in use at the time of the event. The uhi-4 insufflation unit was reported on medwatch 8010047-2022-11906 with patient identifier (B)(6). The maj-591 suction tube was reported on medwatch 8010047-2022-11478 with patient identifier (B)(6). A second issue with the uhi-4 insufflation unit was reported on medwatch 8010047-2022-11907 with patient identifier (B)(6). A second issue with the maj-1939 foot switch was reported on the medwatch with patient identifier (B)(6). A second issue with the maj-591 suction tube was reported on medwatch 8010047-2022-11895 with patient identifier (B)(6).